Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified (malfunction 15).

Event description:
It was reported that a malfunction occurred while the customer was delivering a bolus. Customer's blood glucose ranged from 150 mg/dl to 200 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.